Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not expose. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite to check the issue reported by customer. A review of the system logfiles found that the ippc was not starting. During troubleshooting, fse dissembled the ippc and identified that the mainboard was not starting. The cause of the ippc and host pc failures could not be conclusively determined by the supplier's part analysis. Fse replaced the ippc (image processing computer) and the host pc to ensure compatibility with the new ippc, along with upgrading the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.